Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger/modem was resetting. Upon eval, there was liquid contamination on the battery board, and the current controlling transistor q1 and u13 cmos flash microcontroller were internally shorted on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and internally shorted components. The root cause for the contamination was ingress of an unk liquid. The root cause of the internally shorted components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.